Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in december 2010 and performed to specification up to the 16th june 2013. The pad-pak was removed and reinstalled on three occasions during this time. Manual power ups are recorded between (B)(4) 2013 and the last log entry (B)(4) 2014. An increase in voltage suggests a further pad-pak was installed. The device user accessible memory prior to the (B)(4) 2014. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure due to corrosion caused by moisture ingress. It is concluded that the device was subject to adverse storage conditions. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was not pt involved in this event. This device malfunctioned because the pad unit power on without manual intervention.